Event description:
It was reported an issue with novosyn quick suture. The client reported that during a perineal suture, the needle broke in the muscle; only the thread and needle tip were initially recovered. An incision was necessary to locate the missing tip. A second incident of the same type occurred within a short period of time with the same operator (information on the equipment used in the first incident had not been retained).

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any samples. Without closed samples and/or defective samples a proper analysis cannot be performed. We will close this complaint as not confirmed as no further analysis can be done. Nevertheless, if closed samples are received in the future, we will re-open the case. Please note that in the instructions for use of the product in precautions it is stated: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Furthermore, needle bending strength of needles tested of the raw material batch used in this product during production were 15.94 n x cm in minimum and fulfills the needle specifications for bending strength of 13.6 nxcm in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because samples have not been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.